Event description:
Customer posted in saalt's (B)(6) group that her iud may have been dislodged due to cup usage. We asked customer to email saalt's customer experience team. Saalt commented on her (B)(6) post three times and did not ever receive an email follow up from the customer. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."